Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
It was reported that, "3 t.l. Peek failed during a l5-s1 revision t.l.i.f., procedure. The dr. Hit the l5 nerve root twice because of our failed hardware inner-face with the tl inserter and t.l. Peek implants."